Manufacturer narrative:
The pump was returned with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the severed portion of the lead was returned in two segment measuring approximately 5.5 inches and 29.5 inches. Continuity and high potential testing were performed on the 5.5 inch segment and the pump end portion of lead and did not identify any breaches to the insulation of any wires that would have resulted in the reported event. Electrical continuity testing was performed on the 29.5 inch segment of the lead and revealed an continuity issue in the yellow wire. The shielding and bionate layers were removed, and examination of the underlying wires revealed a fracture in the yellow wire at what would have been 12 inches from the pump housing. Further examination of the lead in this area revealed breaches in the insulation of the green, black, brown, and orange wires. The conductors of these wires were exposed as a result. The insulation breaches and fracture of the compromised wires appeared to be the result of abrasion against the metal shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The disruptions in the wires could have interrupted pump function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires could have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at the (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the lvad system experienced pump stoppage and low speed operation events, and that a driveline fracture was suspected. The alarms occurred on both ac and battery power. The patient was hospitalized and an emergency pump exchange was completed on (B)(6) 2016. No additional information was provided.